Manufacturer narrative:
An evaluation of all 4 treatment tips was completed. Evaluation of tip #3 was not able to confirm error codes e171 or e172 and passed both the flow and leak tests, however it failed thermistor testing and visual inspection due to dielectric breakdown being observed. The other 3 tips passed visual inspection, no dents, scratches, blemishes, or dielectric breakdown observed. No patient injury occurred during this treatment. It is unknown what caused thermistor issue and damage to tip membrane. Review of manufacturing records showed all requirements were met. All cpt tips are tested and visually inspected before being shipped to customer.

Event description:
A physician reported that while performing a thermage treatment, error codes e171 and e172 occurred multiple times throughout the procedure. Both of these error codes indicate one of the thermistors in the tip is disconnected. The physician noted that only changing out the treatment tips cleared the errors, and used in total 4 tips to complete the treatment. There was no patient injury during or after treatment.